Event description:
(B)(6), our electronic medical record, did not update my patients list of medications. Amitriptyline was left out. This is a serious error as the patient was confused as to what medication she took. By reviewing the chart and the history and asking the patient, we were able to figure out that was indeed on amitriptyline, as well as other meds with serotonin interactions. I have no idea why amitriptyline was not on her emr at the time of being seen as it had not been discontinued, it just didn't appear. In addition ot the terrible usability problems of the emr, this error took quite a bit of effort to figure out.